Manufacturer narrative:
Multiple attempts have been made to get pt info and system identification. Investigation is ongoing.

Event description:
A pt was reportedly burned at the front right and rear left metal stereotactic frame contact points when scanning with the localizer protocols using the 3d and thin slice series. It was reported that a pt received blisters but it is unk as to the extent of the blisters and whether or not any medical treatment was provided. The customer has stated they do not know who the MFR of the stereotactic frame is since it has been in their possession for years.